Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 6/24/2019 h4.

Event description:
The issue occurred during cleaning and disinfection. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. Additionally, this report includes new information and corrections. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there are horizontal stripes in the image. A root cause could not be identified. Based on the results of the investigation, the poor contact could have occurred due to a deteriorated cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during cleaning and disinfection. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1/address: (B)(6), added due to character limitation in respective field.

Event description:
It was reported that during a therapeutic transurethral resection in saline (turis) procedure, the cable on the camera head has poor contact. The procedure was completed by using the same equipment. There were no reports of patient harm.